Event description:
Non-functional right ventricular ico lead. The right ventricular lead extraction was complicated by fracture and breakage of the right ventricular ico lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).